Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 856 mg/dl at the time of the incident. The customer was hospitalized. Customer was wearing the pump at time of hospitalization. Customer¿s current blood glucose was 132 mg/dl. Product will be returned for analysis.